Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the check vent backup alarm failed. This is being reported due to malfunction of the back-up alarm. No patient involvement reported.

Manufacturer narrative:
H10:the cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer generated the 1104 diagnostic code.